Event description:
During grafting portion of CABG, foaming and frank air observed in arterial line. Resuscitative measures undertaken with pt being pronounced 37 minutes into the procedure. Alarms were not heard by o.r. Staff. Medical examiner listed case of death - air embolism. Sarns personnel have evaluated the unit.